Event description:
Boston scientific received information that during a procedure to place a left ventricular assist device (lvad), this cardiac resynchronization therapy defibrillator (crt-d) was set to cautery protection mode at 80 beats per minutes. During the procedure, the anesthetist noticed that the patient's rate fell to 73 beats per minute. Upon interrogation, it was determined the device had delivered multiple fault codes and had entered safety core due to electrocautery. The device was explanted as a result with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Interrogation with a zoom programmer found the device had been programmed to electrocautery mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
--

Manufacturer narrative:
The device was explanted and returned for analysis. No further information is available. This report will be updated if more information becomes available.